Manufacturer narrative:
Based on the information available, no conclusions can be made. The information is limited to the journal article. Hernia recurrence is a known inherent risk of surgery/use of the device and are identified in the instructions-for-use, supplied with the device as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (B)(6) 2014) is provided as an estimate based on the information provided. This MDR represents the capsure straight. An additional MDR was submitted to represent the 3dmax mesh. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per journal article: investigation of risk factors for postoperative seroma/hematoma after tapp. This article reports the results of a study aimed to determine the risk factors for postoperative seroma/hematoma formation after laparoscopic inguinal hernia repair (tapp) procedure. The study enrolled 359 groin hernia patients (452 groin hernias) treated by tapp method at a single medical center between 2014 and 2019. All hernia repairs included the use of bd/bard 3dmax mesh (m size or l size) and all mesh was fixed with a non-absorbable tacker bd/bard capsure straight fixation to cooper¿s ligament and the transverse abdominal muscle. As reported 69 patients developed seroma/hematoma, and the 1 patient (both sides) developed a hernia recurrence. Regarding the patient who developed a hernia recurrence the article noted ¿that the patient did not exhibit postoperative seroma/hematoma formation, but a misidentification of the anatomy and a bad mesh position may have influenced the recurrence.¿ per the article ¿in summary, the present study demonstrated that postoperative seroma/hematoma formation after tapp was commonly encountered for large hernias and direct hernias.¿ this file represents the device #2 (capsure straight device).